Manufacturer narrative:
Case-(B)(4): the device evaluation was performed on 10/13/2017. The device was returned for a reported deployment difficulty. The cables and suture attachments had been removed from the device and the clip had been deployed. The complaint could not be confirmed with the device in its returned state. No reported patient impact.

Manufacturer narrative:
Case-2017-0829-1: the device was received on 9/27/2017 but not yet evaluated. When additional information is received a supplemental report will be submitted. The product history review did not indicate any observations related to this incident.

Event description:
On (b)(60 2017, an (B)(6) female patient received a vats procedure, while on pump and heparinized, with laa clip placement using a pro245 device. During the procedure, the surgeon went to place the clip but it did not disengage and would not release from the applier when the ripcord was pulled out. When the clip was in a favorable position and with no compromise to the patient, the surgeon cut the sutures from the applier to release the clip. The procedure was delayed approximately twenty (20) minutes while the sutures were carefully cut to place the clip and the patient is fine.